Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The device did not pass it's self test but when a new battery was installed, the self test was passed. There was no negative patient impact.